Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer did not open. The field service engineer (fse) replaced both slides and the inseparable magnet for auxiliary drawer 5. After installation, the drawer operation was tested and confirmed functional. Pharmacy technician testing was performed in the application, and firmware updates were completed before final verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main drawer failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.